Manufacturer narrative:
Device was used for treatment, not diagnosis. Plate, j., et al (2015) randomized comparison of volar locking plates and intramedullary nails for unstable distal fractures. American society for surgery of the hand, volume 40, pages 1095-1101. This report is for an unknown plate/unknown quantity/unknown lot. (B)(4) stiffness, partial scapholunate ligament tear, major adhesion of flexor tendons to the vlp, debridement of scapholunate tear, and the removal of the vlp. The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number were provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following article: plate, j., et al (2015) randomized comparison of volar locking plates and intramedullary nails for unstable distal fractures. American society for surgery of the hand, volume 40, pages 1095-1101. United states. The purpose of this study was to compare study functional and radiographic outcomes between the minimally invasive intramedullary nails (imn) and volar locking plates (vlp) for treatment of unstable distal radius fractures. The hypothesis was that imn patients would have less pain and require less pain medication in the early postoperative period and return to work earlier than the vlp patients. This was a prospective study of 60 patients with closed, displaced, unstable, extra-articular, metaphyseal fractures of the distal radius who were randomized to receive a vlp (synthes, (B)(4)) or imn (non-synthes manufacturer) for internal fixation. There were two groups of 30 patients with imn (25 women, 5 men, mean age 55 +/- 14 year) or vlp (19 women, 11 men, mean age 55 +/- 16 years). Nine patients were lost to follow-up during the study. A total of 48 patients (80%) completed 2 years of follow-up (23 in the imn and 22 patients in the vlp groups). Complication: there was one hardware failure (unspecified malfunction) reported in the vlp group. The female patient experienced stiffness and underwent hardware removal followed by wrist arthroscopy, which revealed a partial scapholunate ligament tear and major adhesion of the flexor tendons to the vlp. The scapholunate tear was debrided and the vlp was removed. The patient had regained near full-range of motion at the final follow-up visit. This report is 1 of 2 for (B)(4). This report is for unknown spine (volar locking plate), unknown quantity and lot number.